Manufacturer narrative:
This MDR is being filed to add additional product configurations to an MDR previously filed on the brilliance ebw workstation cardiac viewer (reference MDR 1525965-2007-00005). Additional investigation has determined that the issue impacts the CT subsystem of the gemini tf 16 pet/CT systems as well. No occurrences of this even have been reported on gemini tf 16 systems in the field. Please reference the above mentioned c&r report for additional information.

Event description:
The extended brilliance workspace (ebw) has an optional software application function called the cardiac viewer. It is possible for an set of images to be expanded or zoomed and saved as a new set of images. When the saved set of images are viewed using a function called the CT viewer, or are transferred to a pacs (picture archiving and communications system), measurements made on these zoomed images are incorrect. The measurement error is proportional to the zoom factor. An image which is zoomed by a factor of two will show distance measurements that are incorrect and enlarged by a factor of two.